Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076-58, lead x2, implanted: (B)(6) 2007; 419688, lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular lead integrity alert were met. 90 of 92 lifetime v-sic are recorded beginning (B)(4) 2014. Lia triggered on (B)(4) 2014 due to meeting the requirements for non-sustained tachycardia (nst) and v-sic. There are 15 nst events of less than 220 ms v-v cycle recorded on (B)(4) 2014.

Event description:
It was reported that the patient received inappropriate shock due to lead noise and lead integrity alert (lia) was triggered. It was noted several days later, the patient was seen in the emergency room (ER) because the patient had syncopal episodes. Interrogation of the device showed increased noise and increased short v-v counter on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.